Event description:
It was reported that the right ventricular (rv) lead was attempted implant. During the attempted implant, there were about to get a decent threshold of around 2.0v at 1.0ms before screwing in and watching the rate and monitor. However, after several minutes, without anything changing there was loc. Another electrophysiology (ep) suggested a passive lead as the active might be causing a micro puncture every time. The passive was more successful but still had drops of capture randomly as they left the cables running on max output the whole time. Technical services (ts) and the physician concluded that the tissue might be the main problem. No additional patient adverse effects were reported. Subsequently, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The helix was retracted and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead was attempted implant. During the attempted implant, there were about to get a decent threshold of around 2.0v at 1.0ms before screwing in and watching the rate and monitor. However, after several minutes, without anything changing there was loc. Another electrophysiology (ep) suggested a passive lead as the active might be causing a micro puncture every time. The passive was more successful but still had drops of capture randomly as they left the cables running on max output the whole time. Technical services (ts) and the physician concluded that the tissue might be the main problem. No additional patient adverse effects were reported.